Event description:
A malfunction alarm was reported, identified by code malf 24, which could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for the customer to receive a replacement pump and provided instructions for returning the faulty pump using a pre-paid label. The customer planned to use manual insulin delivery until the new pump arrived and was informed about handling and usage protocols for the replacement, which included updated software features.